Manufacturer narrative:
The reported event of high lead impedance was confirmed. As received, a complete lead was for analysis. Electrical testing that could be tested noted an open conductor path and an internal short. Visual and x-ray inspection of the lead noted the ring electrode cable appeared to be broken / separated. Sem analysis confirmed the ring electrode cable was fractured consistent with fatigue fracture. The reported event was isolated to the fractured ring electrode cable.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance measurements. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the lead was explanted. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.